Manufacturer narrative:
This report is submitted on december 20, 2017. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, subsequently the device was explanted on (B)(6) 2017. Re-implantation is planned but has not taken place as of the date of this report.